Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported bad cartridge and during surgery they have noticed that the lens stuck in cartridge or would not advance. Additional information states that the cartridge has a bad tip, noticed when going to insert the lens in the patient's eye, scheduled procedure completed on the same day and there was no impact to the patient.

Manufacturer narrative:
Corrected information provided in h.8. Additional information has been provided in h.3., h.6., and h.11. The used company (d) cartridge was returned in the opened pouch. The lens was advanced to the nozzle entry area. There did not appear to be adequate viscoelastic in the cartridge. Viscoelastic was observed in the tip of the cartridge at the bent area. No viscoelastic was observed at the loading area or behind the lens. It cannot be determined if the viscoelastic was inserted at the tip. The lens and haptics were acceptably folded. The cartridge had evidence of placement into a handpiece. The used company (d) cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for reported resistance may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. Viscoelastic was not observed at the loading area or behind the lens. Viscoelastic was only observed at the end of the tip. The lens was acceptably folded. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The root cause for the bent tip could not be determined. The end of the tip was bent downward. If the tip is inadvertently pressed against a hard surface the tip could be damaged in this manner. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. All monarch cartridges are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Due to the cartridge being returned used it cannot be verified that the cartridge was damaged before use. The manufacturer internal reference number is: (B)(4).